Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification. The customer reported false downstream occlusion error was unable to be reproduced. A review of the event history log identified the presence of "downstream occlusion!". The cause was determined to be a downstream sensor flex found it to be cracked. The downstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a false downstream occlusion error. There was no patient involvement . No additional information is available.